Manufacturer narrative:
The affected product was discarded by the facility and therefore, is unavailable for analysis. Without the affected product, it is difficult to determin the exact cause of the reported problem. However, testing of samples from the same lot indicated no failures. Safety analysis: the hazard to patient safety of an external blood leak is directly related to the volume of the blood loss and the patient's current past clinical history. Based on retrospective review of external blood leak complaints, there is a low likelihood that loss of the extracorporeal blood circuit will result in an injury. In addition, the blood loss is minimal. Operators are advised of the possibility of blood leaks in the "directions for use." Follow up action: the procedure stated in the "instructions for use" is to carefully inspect all dialyzers before use for any evidence of damage. Packaging and box labeling clearly warn carriers and operators to "handle with care." Without the affected product for investigation, it is difficult for the MFR to determine the exact nature of the reported problem. However, the MFR will continue to monitor and trend. No further reporting is anticipated. DHR review: a review of the device history records indicated that the quality criteria and production parameter were met. Customer contacted: no. Sales/service contacted by investigator: no. Training required? No.

Event description:
During a dialysis treatment, there was an external blood leak. There was no pt injury or medical intervention.